Event description:
During treatment of angiodysplasia in the colon with the equipment [i.e., erbe system; argon plasma coagulator (apc) model apc 300 with an electrosurgical generator model icc 200 e/a (p.n.: 10128-205) a bowel explosion occurred. A perforation resulted which required surgery. The patient is now recovering.